Event description:
A presentation at an international congress reported adverse events associated with implantable collamer lens (icl) implantation. Per the abstract anterior sub-capsular cataract development remains the most common cause for pcpiol explantation 'and' good improvement in bcva was observed post-phacoemulsification with 77.8% achieving bcva of 0.3 log mar or better. 83.3% of the eyes were within +/-1.00 d of the target refraction (spherical equivalent). No intraoperative or early postoperative complications were noted.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).